Event description:
Took an ellume covid-19 test and it came up positive. Took a binax test immediately following and it came up negative. I had to leave a family gathering and quarantine myself until I was able to take a pcr test and it also came back negative. As a result, I missed the last week of my family gathering. The lot number was pe01s, which shows up not affected by the recent FDA recall, but I believe the ellume problem is a lot more far reaching than the company is willing to admit. FDA safety report ID# (B)(4).